Event description:
During preventative maintenance (pm) performed at zoll, the autopulse platform s/n (B)(4) failed the load cell characterization check during functional testing. No patient involvement.

Manufacturer narrative:
During preventative maintenance (pm) performed at zoll, the autopulse platform s/n (B)(4) passed the initial functional testing but failed load cell characterization check during functional testing. The root cause of the noted failure was the defective (under-reporting) load cell 2. The cracked cover and defective load cell were likely attributed to mishandling such as a drop. The defective load cell 2 will be replaced to remedy the fault. During visual inspection of the autopulse platform, it was observed that there was a vertical crack going through one of the screw fittings of the front enclosure. The observed physical damage could have resulted from a harsh impact due to user mishandling. The front enclosure will be replaced to address the observed damage. Awaiting the customer's approval for repair. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse with serial number (B)(4).